Event description:
The customer reported that while transporting a pt, the unit shutdown as it was rolled over a bump on the floor. The unit's power was re-cycled and therapy was continued. No pt injury was reported.